Event description:
Upon powering on, the autopulse platform (sn (B)(4)) did not recognize the autopulse li-ion battery (sn unknown) when inserted. The battery was fully charged and communicated properly with the autopulse multi-chemistry charger (mcc). It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided. Please see the following related MFR report: MFR 3010617000-2022-00252 for the autopulse platform (sn (B)(4)).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.